Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 the wire separated from the jaws. The device was hot. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/26/2024. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on the cold jaw. The clear silicone insulation on the hot jaw was observed to be peeled back from the center of the hot jaw, exposing the hot metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted; bent wire" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. A lot history record review was completed for lots 3000426121, 3000426269, and 3000426358 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported & analyzed failures mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.